Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly inside the loading device. The delivery tub was inside the loading device also. The delivery device plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not roll properly, causing it to remain in the loading device. The reported failure mode, "seal did not load properly," is confirmed. A lot history record review could not be performed as the lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.